Event description:
It was reported to philips that the device's flexvision computer was not booting, which can impact system booting. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the flex vision computer was not booting. Review of the log files confirmed the malfunctioning of flex vision pc. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the flex pc was causing the boot up issue. The defective component was returned for failure analysis which was not able to confirm the failure. Fse replaced the flex pc and hard disk spare part. After the replacement of flex pc and hard disk spare part, the system was returned to use in good working order. The codes were updated based on the investigation outcome.